Manufacturer narrative:
Medwatch sent to FDA on 07/30/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of tenderness, swelling, redness, fever, and "small masses" are physiological complications and analysis of the device generally do not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after applying maxilene and stanhexidine to the injection sites, the pt was injected with 4 syringes of juvederm voluma with lidocaine in the cheeks and marionette lines. Approximately 5 months later, the pt developed sudden tenderness and swelling of the cheeks which then extended to the left ear, neck and tongue. The pt was treated with keflex. Three days later, the pt developed redness and fever and was evaluated at an urgent care facility. An ultrasound of the left cheek was performed noting "thickening of soft tissues suggesting edema," 2 small masses in the mid cheek measuring 6mm in size, and "reactive lymph nodes." The pt was prescribed prednisone. The healthcare professional noted initially symptoms were more pronounced in the left cheek than the right cheek but 2 weeks later the pt's symptoms had overall improved with treatment.